Event description:
The customer reported via social media that the insulin pump came out during the night. The customer stated that the shots would not rip out. It was unclear what supplies the customer was referring to. She complained of becoming sick due to the issue. The customer's blood glucose was not provided in the social media post.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.